Event description:
The customer reported "screen hard to press and enter values". Customer declined follow up from tandem technical support. There was no reported adverse impact to the customer. No additional information was provided.